Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the instrument in question on 23nov2016, and determined that the instrument was operating as expected.

Event description:
On (B)(6) 2016, a customer reported unexpected negative antibody screen results when testing on a galileo neo instrument.